Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped from 75% to 10% while connected to a power source. In addition, the customer received a power source alert after plugging the pump into a wall outlet. The customer reported that the alert had not reoccurred after charging the pump. There was no reported impact to the customer's blood glucose level. Reportedly the customer would continue to use the pump for insulin therapy.